Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The drill was visually evaluated and found to be in good cosmetic condition; no discoloration was observed. The drill has a transverse fracture through the flutes near the neck of the drill that is typical from excessive force. The material certificate was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to excessive force. The instructions for use (IFU) for this product states in the warnings and precautions section: ¿excessive force may cause unusual stress conditions and result in breakage or fracture of the device.¿ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Lot number: there are three potential lots: lot 210520, UDI# (B)(4). Lot 458290, UDI# (B)(4). Lot 511720, UDI# (B)(4). A photograph was provided which confirmed the drill fractured. Review of device history records show these lots released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported a tap, not manufactured by zimmer biomet, fractured. The surgeon attempted to remove the broken tap from the patient's zygoma bone using a drill, however the drill fractured. The surgeon was able to remove the tap using the drill, the patient did not retain a foreign body. A surgical delay over thirty minutes was reported due to the removal of the tap, however the exact duration is unknown.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.